Event description:
Failure investigation of a returned cycler of a non-reportable problem showed that the cycler delivered more solution than what was displayed and programmed. Screws that were holding the bottom of the scale were found to be loose. When the cycler was opened, it was found to be infested with insects. The cycler was then sent for disposal and no further investigation was performed.